Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates there were no issues or non-conformances during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date initial reported as (B)(6) 2012 incorrectly; should be (B)(6) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient reported experiencing excruciating pain in her lower left chest which felt like a burning, poking and tearing sensation.

Event description:
It was reported that patient underwent surgery on (B)(6) 2012 to repair pectus excavatum, a congenital deformity of the anterior chest wall. It was also reported that a synthes titanium mesh screen was used to patch the defect. On (B)(6) 2012, the patient went in for follow up and was healing well. On (B)(6) 2013, patient went in for another follow up and was reported to be doing very well. On (B)(6) 2014, the patient reported experiencing a tightness and heaviness in her chest. On (B)(6) 2012, the patient reported experiencing excruciating pain in her lower left chest which felt like a burning, poking and tearing sensation. She also reported experiencing heart palpitations . The patient went to the emergency room (ER) and a chest x-ray taken revealed no broken bones or any displacements. The patient followed up with her doctor on (B)(6) 2014 regarding the pain. A computerized tomography (CT) was performed on (B)(6) 2014 to evaluate the hardware. The scan revealed that the titanium mesh plate appeared to have folded in an accordion fashion and was possibly pressing against the patient¿s heart. The physician instructed the patient to contact him if the symptoms persisted and they could schedule surgery to correct the problem. On (B)(6) 2014, the patient reported to still be experiencing symptoms and surgery was scheduled. On (B)(6) 2014 surgery was performed to remove the hardware and reconstruct the patient¿s chest wall. During surgery, the surgeons found that the synthes titanium mesh had bent and fractured. The synthes titanium mesh has been maintained in preservative and is currently secured in the pathology lab where the surgery was performed. The patient has not experienced any kind of pain, shortness of breath or any other symptoms since the explant surgery. This is report number 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(6).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient was seen for chest and neck pain. The patient had done well post-operatively after having the implants removed. However, after a few months the patient now has symptoms of palpitations, chest discomfort, dyspnea and dizziness. The pain and dyspnea are associated with the palpations. The neck pain is radiating to the right arm going to the first and second fingers which improved after physical therapy. The patient had a transthoracic echocardiogram and chest x-ray done for the chest pain which showed normal heart size, no pulmonary congestion and no change in post-surgical scar tissue.